Event description:
A report was received that the patient is experiencing a burning and prickling sensation at the pocket site. The patient's physician has recommended that the patient undergo a pocket revision, but the patient does not believe the pain is bad enough to justify a revision.

Manufacturer narrative:
This is the final report.